Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (247 mg/dl). Customer has recently started using humalog, and changes her cartridge every 3 days. She loads her cartridges with cold insulin. Customer took a corrective bolus to stabilize her blood glucose levels.